Manufacturer narrative:
(B)(4). Customer report of calcification could not be confirmed through evaluation of the provide device image. One color image was provided by the customer. The image showed the valve at the outflow aspect. What appears to be calcification nodules were observed on all three leaflets, and what appeared to be a large extrinsic calcification over two leaflets near a commissure at the outflow aspect. However, calcification cannot be confirmed without x-ray imaging. Heavy host tissue is observed on the stent circumference at the outflow aspect. Minimal host tissue is observed to fuse two leaflets near a commissure. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. The reported event cannot be confirmed with the available information. The device is not available for evaluation. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology combined with the patient's younger age. There has been no indication or allegation of a device malfunction and/or deficiency contributing to the event. The device history record (DHR) could not be reviewed, as the device serial number was not provided. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this bioprosthetic aortic valve, implanted for approximately six (6) years and one (1) month, was explanted from a (B)(6) -y-o patient due to calcification and host tissue overgrowth leading to stenosis. A new edwards valve was implanted in replacement. After the procedure the patient was noted as to be stable, without any complication and discharged from ICU. Per the surgeon's opinion, the valve calcification was most probably caused by the patient's young age.